Event description:
A pt service rep contacted zoll customer support while assisting a (B)(6) male pt to report a bent pin inside the electrode belt connector and that the belt will not connect securely to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pin, belt/monitor connection not secure) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.